Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified (reset alarm) and the alleged missing data could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been off for an unspecified amount of time. After turning the pump back on the pump displayed a reset screen. In addition, the customer stated the settings were missing from the pump. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.